Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed, the incomplete coaptation appears to have been the result of challenging patient anatomy. The reported additional therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda, and medical intervention, it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted calcified leaflets and rotated heart. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip was deployed to stabilize the slda. Two clips were implanted, reducing mr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.